Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during electro-cautery in the pocket at implant, there was interference on the implantable cardioverter defibrillator (ICD) which caused coil impedances to have out of range values. This did not happen at any other time. The device remains in use. No patient complications have been reported as a result of this event.